Event description:
It was reported that the patient presented for generator change. It was observed that the right ventricular lead exhibited high capture threshold that resulted in excessive battery drain of the device. The device was replaced, and programming interventions were made to prevent excessive battery drain. There were no patient symptoms.